Event description:
Removal of endosseous dental implant. Implant was 1 of 2 placed in class I bone during a routine procedure. According to the clinician, the implant in site #30 was removed approx 6 wks post-op due to peri-implantitis.